Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: 139256, item name: m2a magnum, lot #: 705020; item number: us157854, item name: m2a magnum cup, lot #: 451440; item number: 103202, item name: taperloc stem, lot #: 066890. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08144 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision procedure due to elevated metal ions condition it was difficult to remove the head from the trunnion. Attempts have been made and no additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.